Event description:
Additional information received for report mw5174591 to update procode and manufacturer name.

Event description:
As a skincare enthusiast and advocate for consumer rights, I am filing a formal complaint regarding serious regulatory violations by amiro for its "amiro r3 turbo facial rf skin tightening device," sold on amazon and its direct-to consumer website. The violations include unlawful marketing of an unregistered class ii medical device, false advertising, misbranding, and safety concerns, as detailed below with legal references and evidence. 1. Unregistered class ii medical device (FDA 510(k) and establishment registration violation) the "amiro" device is marketed as a "rf skin tightening device", is a class ii medical device under FDA regulations. However, no 510(k) premarket notification or establishment registration for the manufacturer or seller appears in the FDA's databases. Furthermore, the product lacks any medical device registration or approval. - legal basis: - fd&c act § 510(k): requires manufacturers to submit a 90-day premarket notification for class ii devices before commercial distribution. - 21 cfr 807.20(a): mandates establishment registration and device listing for manufacturers of human-use devices. 2. Unapproved therapeutic claims and false advertising amiro's amazon and dtc listings include unsubstantiated medical claims that exceed the scope of a general consumer product and require 510(k) clearance, for example: - "targets and eliminates wrinkles in every facial zone" - "instant face firming" - "instantly tightens and lifts your face" - "achieve smooth facial wrinkles in 5 minutes, noticeable eye rejuvenation in 2 weeks, and a tightened jawline in 4 minutes" these claims violate 21 cfr 807.20(a) and fd&c act § 510(k), as they constitute medical device marketing without FDA clearance; violate fd&c act § 502(a) by being false or misleading, omitting material facts, rendering the advertising misleading; violate section 5 of the ftc act, which prohibits deceptive acts or practices in commerce, as the claims lack substantiation and mislead consumers about the device's safety and effectiveness. 3. Inadequate labeling the "amiro" device's packaging fails to comply with FDA and international labeling standards: - missing principal intended action: the outer packaging lacks a clear statement of the device's intended use, violating 21 cfr §801.61, which requires the device's common name and principal intended action(s). - missing permissible environmental conditions: the packaging does not specify permissible environmental conditions, violating iec 60601-1 art. 7.2.17, which mandates such markings. 4. Adverse reaction and safety concerns after using the device as instructed, I experienced no advertised lifting or tightening effects and instead suffered facial burns. This raises serious concerns about the product's safety and quality, potentially linked to the lack of 510(k) clearance and establishment registration. 5. Request for action to protect public health, I urge the following: - enforce 510(k) registrations: remove the "amiro" device from the market until 510(k) clearance and establishment registration are verified. - issue warning letters: cite violations of fd&c act, 21 cfr labeling regulations, and ftc act. - public warning: alert consumers via FDA's medwatch program. I respectfully request prompt action to address these violations and safeguard consumers.